Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch basic meter has a power issue (meter does not turn on) and one touch penlet ii lancing device is broken (cap is loose/falls off). On march 12, 2008, this medical affairs specialist contacted the pt to obtain/clarify more information. On march 13, 2008, this medical affairs specialist listened to the recorded call to obtain more info. It is not clear as to when the reported issue began and when the medical intervention was required. The pt indicated that after the reported issue began, she was unable to obtain blood glucose readings for four days. The pt does not recall how much insulin she took on the day of the hospital visit. On the fourth day after the reported issue started, she had "stuffed" herself with pasta at dinnertime. Within the hour, she fell, and hit her head. The pt felt as though her blood glucose was high at the time of concern. When the emergency services arrived, the pt obtained a blood glucose reading that was high (unspecified reading). The pt was admitted into the hospital at an unspecified date and time and obtained a blood glucose reading of 400 mg/dl on a hospital meter. The pt was treated with IV fluid. The pt obtained readings that were both high and low at the hospital. The pt indicated that she was in the hospital for a few days. Her diabetes medication regimen and testing frequency did not change prior to and after the hospital visit. During troubleshooting, the customer care advocate verified that the battery has been changed per the owner's manual, and the battery contacts are in good condition. However, the reported issues were not resolved. This complaint is being reported as MDR reportable because the pt claimed she was unable to obtain blood glucose readings for four days, and later was treated IV fluid after a high blood glucose reading on the hospital meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs products for evaluation, but has not yet received them. If either the lfs products are returned, lifescan will evaluate it/them and, if either the lfs products do not pass inspection, lifescan will inform FDA of the results in a supplemental report.